Event description:
The customer reported hospitalization due to high blood glucose level. The customer experienced excessive thirst. His wife drove him to the hospital. The customer was hospitalized for a few days. The customer treated with manual injection. The customer was wearing the insulin pump during the time of hospitalization and the cannula was kinked. The blood glucose reading at the time of the phone call was 171 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.